Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 during the scalp wound repair procedure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The patient also experienced wound dehiscence at the implant site (specific date not reported), an infection (site of infection not confirmed and specific date not reported) and an extrusion of the device. The patient underwent a surgical procedure (specific date not reported) for scalp wound repair; however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the surgeon, the patient was treated with antibiotics (specific date, type and duration not reported).